Event description:
It was reported that a novum iq large volume pump had an unspecified alarm. This occurred before the bolus was completed. The pump ran without any errors other than a couple of occlusion alarms. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction g3: date received by MFR: the correct date is 2/25/2025 (and not 2/28/2025 which was listed in the original report). Additional information h6, h11. H11: the event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.